Event description:
It was reported that the customer intermittently allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This issue led to the customer's blood glucose levels being displayed as "high," though the exact value was unknown. The customer addressed the high blood glucose levels by administering a correction bolus and continued to use the pump for insulin therapy.